Event description:
The customer reported that the x-ray tube made popping noise and the system shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable connectors were cleaned the regreased. The system was then found to be operating as intended.